Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a 'battery cannot be charged-full backup may not be available' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility's biomedical engineer, there were no fault indications on the power maintenance screen or on the battery status registers. The total nominal available capacity (tnac) had increased from 12 amp hours (ah) to 16 ah and continued to charged. Also the power indicator had transitioned from red to green as the tnac increased. Per data log review, the power supply 2 (ps2) failed as far back as the logs went. This would cause the reported 'battery cannot be charged - full backup may not be available' message. The log confirmed the complaint and a failed ps2. The power manager log did not indicate the ps2 failure which indicated the 24v was normal, but the good signal likely reported as failed.

Manufacturer narrative:
The reported complaint was confirmed via the log review. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.